Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and found that the wireless footswitch was not working properly. Per the information collected, the wireless footswitch did not connect to its base station. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. This issue is present in the firmware of the wireless footswitch parts, released with ecr-041999. Fse found wireless footswitch has broken screws at the bottom and replaced it (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.